Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly for additional information. Incident form was provided. According to the information, during a procedure in which a lumenis pulse 120h was being utilized, error code 66- case saver mode, appeared on the screen "reduced system performance". Report described "uncontrolled" energy of the laser resulting in ureter perforation. Despite reasonable attempts to obtain additional information from the facility regarding the timing of events during the procedure and circumstances surrounding the event, no additional information was provided. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 18-dec-2019 and installed at the customers site on (B)(6) 2020. A lumenis service engineer visited the site three (3) days after the reported event and examined the laser system. The engineer found an srm mirrors on brick#4 damaged. The damage may cause the system to go into case saver mode. Case saver mode is a system state that enables the user to continue using the system safely; however, with reduced power capability. The engineer replaced the mirror, performed safety checks and after verifying that the system was working within manufacturer specifications the system was returned to the facility safe and ready for use. A review of system risk files (rd-1124690_aj) revealed risk #2.4.2 "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. A two year historical review of similar complaints revealed that the same malfunctions of pulse 120 laser systems mirror failure has not led to serious injury in the past. To date lumenis is unaware of such events ever having led to injury. A lumenis clinical director evaluated the reported event and concluded that error 66 case saver mode cannot account for the sustained injury in the ureter. The reason is, error 66 indicates brick 4 not working and as a result, the system activates a case-saver mode to allow continuation of the procedure albeit with potential time delay. In case of brick 4 failure the system can still operate normally with the remaining 3 bricks. Since there is no other apparent device malfunction that could have contributed to the event, error 66 cannot account for the sustained injury in the ureter. Although lumenis acknowledges that, there may have been a failure with the laser optics, which caused the system to operate in case saver mode, based on the information above there is no evidence, which reasonably suggests that the system failed to meet its performance specifications or otherwise perform as intended. Lumenis has been unable to obtain additional information to date regarding the circumstances surrounding this event; due to a lack of additional information lumenis cannot rule out that it wasn't contributory to the event and in an abundance of caution lumenis is reporting this event. Should additional relevant details become available; the complaint file and medwatch report will be updated accordingly. According to lumenis service engineer what caused the case saver mode was the defect in brick#4 srm mirror. Unrelated to the event, lumenis has initiated CAPA #(B)(4)to further investigate various optical issues with the holmium product family lasers. This complaint is being closed to CAPA (B)(4), and therefore follow-up MDR is not required. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A foreign user facility reported that during a procedure in which a lumenis pulse 120h was being utilized, error code 66- case saver mode, appeared on the screen "reduced system performance". Report described "uncontrolled" energy of the laser resulting in ureter perforation.